Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead came in for chest pain and the physician thought there may be possible lead perforation. The physician had checked the device and all parameters were stable. The imaging done via computerized tomography (CT) scan showed there may be a perforation. The physician had stated that this patient recently had some stents implanted and has been placed on some different medications which can contribute to increased risk for bleeding. There were no pericardial effusion and no recent trauma that were observed. Attempts to obtain additional information from the field were unsuccessful. No additional adverse patient effects were reported.